Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the doors 5, 6, 7, and 8 were showing a pyxis bus error. The spare parts were replaced; however, the equipment continued to exhibit failures. When attempting to release the door, the system did not allow it and displayed a pyxis bus error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors 5, 6, 7, and 8 were showing a pyxis bus error. The spare parts were replaced; however, the equipment continued to exhibit failures. When attempting to release the door, the system did not allow it and displayed a pyxis bus error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.